Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances, greater than 2,000 ohms since implant. It was reported that the patient was non-compliant. The patient underwent a revision procedure in which the lead was surgically capped. It appeared that the lead was fractured under fluoroscopy. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.